Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg too much. The patient underwent an ipg replacement procedure and was reportedly doing well post-operatively. No device malfunction was suspected. The explanted ipg was disposed by the facility.